Event description:
It was reported that revision surgery was performed, due to heterotopic ossification that was removed from the joint. The surgeon thought this might destabilize the joint. The head and liner were replaced with 36mm options. The surgeon does not fault the device.